Event description:
It was reported by customers biomed, while outside of clinical use and no reports of user/patient harm or injury; the device failed to power up and battery was dead. Onsite evaluation was conducted and field service engineer confirmed unit failed to power on, checked battery status, replaced bad battery, charged unit to full power, performed pvt procedures, all tests passed, cleaned unit and verified unit is fully operational. Returned unit to service. Replaced battery not received for failure investigation.

Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component. The removed battery was returned to the product investigation lab (pil) for analysis. The pil technician installed the battery into a pil v60 standard test bed (stb) for testing. Using a digital multi-meter, a voltage reading was taken of the battery as received with 13.7 mv (millivolts). Battery was then connected to an stb in ventilation mode, where the battery failure alarm was triggered. Stb was restarted in service mode where the battery voltage was monitored. Battery voltage failed to increase, indicating failure to charge. Conclusion the complaint is confirmed, the battery fails to charge and had a near zero voltage upon receipt.